Event description:
According to the event description: the attached syringe pump was set up correctly for a dexmed constant rate infusion (cri). The medication was intended to be administered over approximately 8.7 hours, but alarmingly, the full syringe was delivered within around 2 hours. Patient had some electrocardiogram (ECG) changed and became bradycardia. Resolved and patient is ok.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910. General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: n030005. Hours of operation: 6102. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from (B)(6) 2025 were investigated. A dose rate of 1ml/h and a rate of 6,4ml/h was selected and the infusion was started at 09:05am. A new volume of 20,31ml was selected and the infusion was continued at 09:52am. At 11:41am the pre-alarm "syringe near empty" occurred and the infusion was stopped. At this time, 15,96ml was infused. After this, the described infusion was found but was not started. The syringe was extracted. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (44-04-779) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A bbraun omnifix 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,43%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: the device will be returned without repair.